Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that plastic material was inside the bag. According to the analysis of the particles in the characterization process, the container contained a single particle that was sourced from the unit¿s medication port tube septum. The reported condition was verified. The cause of the reported condition could not be determined; however, the condition is related to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container had particulate matter/foreign material located inside the solution/fluid path. After the product was filled with solution (after adding another medication or after reconstitution), the particulate matter was observed near the periphery. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.